Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc does couldn¿t boot up. Upon investigation, fse confirmed that the system¿s operating system was corrupted due to which system was unable to bootup. The fse, repaired the hard drive and reinstalled the system software and system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and repaired the hard disk, and reinstalled the software. The device was returned to expected functionality.